Manufacturer narrative:
December 07, 2015 03:06 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the doctor was using the hemashield mdv graft to provide aortic perfusion via the subclavian through the graft and noticed as the case progressed that the graft wall was weeping blood much like a non-collagen impregnated graft. The doctor has used this product routinely in previous aortic arch aneurysm repairs in a similar position/fashion and has never experienced the same leakage/weeping issues with maquet grafts. Patient presented with aortic arch aneurysm. A 8mm hemashield was suture to subclavian artery to provide aortic perfusion inflow during arch resection. Graft was noted to have a wall weeping of blood during procedure much like untreated no-collagen graft. This technique has been used previously with no negative outcome or similar events occurring and the surgeon voiced concerns over graft integrity. Graft was removed after repair complete.